Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 3487a-33, lot# l51549, implanted: (B)(6) 1998, product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID: 3888es4, lot# n24256, implanted: (B)(6) 2002, product type: lead. Product ID: 7498-66, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that a patient believed the right-side pain stimulator was removed by the healthcare professional (hcp) due to infection. The patient did not provide the removal dates or hospital. It was noted that the patient had 2 pain stimulators on record. It was noted that additional information was requested from the hcp, but they were unable to provide any additional information as the requested information was unknown.